Event description:
The pt underwent cervical surgery related to cervical stenosis. A latex foley catheter was inserted in the or prior to the procedure and was discontinued post-operatively in the post anesthesia care unit. Pt was transferred to the step-down unit and was noted to have no void post foley removal. A silicone foley was inserted. Due to low urine output, the pt received a bladder scan that showed 800 plus cc of urine. The foley was irrigated with 30cc of water and one liter of blood tinged urine came out. Blood was also noted at the pt's meatus. The physician was notified and assessed the pt. A urology consult was obtained. The urology consult documented the pt's hematuria was secondary to traumatic foley placement with the catheter in the prostate. The foley was replaced with a three-way latex foley for continuous bladder irrigation for 24-48 hours. Moderate amounts of clots were irrigated initially and then the urine cleared very quickly. The three-way foley was left in place for 3-4 days and then removed. Post void residuals were checked and noted to be less than 100cc. The pt was voiding clear, yellow urine, without difficulty, upon discharge from the hospital. The urologist stated that under cystoscopy, there was no benign prostatic hypertrophy or stricture that may have caused a problem with the catheter. It was stated that the hardness of the catheter eroded through the urethra into the prostate. It was stated anecdotally, that the urology service has received 3-4 consults related to foley catheters and difficulty with placement. In the cases consulted, the pt's did not have any physical rationale for the difficulty with placement. Placement and attempts at placement of the foleys had been done by staff with years of experience. It was noted that the silicone foleys used on the floor, versus latex foleys used in the or, are more stiff than their latex counterpart and the stiffness may be causing difficulty or trauma during placement.